Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-523b-1386: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing near the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "firing out end - end firing" at 98,838 joules and 13:00 minutes of usage. The fiber was replaced and the case completed with the second fiber. Patient outcome: no injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be end-firing / forward-firing. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.